Manufacturer narrative:
Product analysis: normal external appearance and normal operation were confirmed. Found cracked knob control. The epg case was opened, cleaned and inspected. Cracked knob control and o-ring pot were replaced. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. Service label was attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the epg suddenly turned off during use in the intensive care unit (ICU). An ICU nurse noticed it and immediately attached another epg to the patient. The patient had no intrinsic rhythm and the epg was set to pace at 90 beats per minute (bpm). Even though the patient experienced temporary cardiac arrest, the event has not caused any significant injury to the patient. When the battery status was checked earlier in the same morning, the low battery indicator had not been on. The epg was also checked prior to use and no abnormalities were detected. A new battery was also being used. Additional information indicated that the attending physician examined the patient in the ICU, and then left the room after setting up the rate of the temporary pacemaker. Soon after that, the electrocardiogram (ECG) monitor triggered an arrest alert. Immediately, the physician returned to the patient and found that the temporary pacemaker was off. So the power was turned on again, and the arrest was successfully treated. Although the pacemaker was turned on successfully and worked with no problem, a product malfunction was suspected, and therefore it was replaced with another temporary pacemaker to ensure safety. It was also noted that the epg is only supposed to turn off when the on and off buttons are pressed simultaneously, however this epg turned off only when the off button was pressed after the on button was pressed. The epg is expected to be returned for servicing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review prompted a change in the device analysis results. If information is provided in the future, a supplemental report will be issued.